Event description:
It was reported that a high shock impedance alert was noted on this right ventricular (rv) defibrillator lead shortly after an implantable cardioverter defibrillator (ICD) changeout procedure. The postoperative impedance measurement was within normal range, however a shock impedance alert showed a high impedance measurement greater than 200 ohms, after the patient was discharged from the hospital. Subsequently, a revision procedure was performed, and a loose pin was noted as the root cause. Only the ICD was exchanged, rather than this lead as a means of infection prevention, a non-product performance issue. No additional adverse patient effects were reported. The lead remains implanted and in service.